Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving high sensor scan results compared to readings obtained on the built-in reader. Customer experienced ¿feeling funny¿ and lost consciousness. The customer was unable to self-treat and the paramedics were called. The customer was administered a d50 solution intravenously for treatment by a health care provider for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event. A sensor scan result of 464 mg/dl and a built-in reader result of 194 mg/dl were plotted on the parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the medical event.